Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had bilateral knee replacement on 21 feb 2006. They underwent left knee revision surgery on (B)(6) 2022, approximately 16 years 10 months post primary procedure. (B)(6) 2022 op report postoperative diagnosis: periprosthetic osteolysis of internal prosthetic left knee joint. The surgeon noted a moderate amount of reactive synovitis with hemosiderin staining of the synovium consistent with polyethylene wear and instability. The femoral component did not appear grossly loose, but was easily explanted with gentle disimpaction. There was nearly complete de-bonding of the femoral component with minimal evidence of an implant-cement interface. Tibial component was noted as well-fixed. Surgeon further noted there was a large contained central defect secondary to osteolysis as anticipated based on preoperative CT. Patellar component was determined to be loose. The patient emerged from anesthesia and was transferred to the pacu in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.